Event description:
An impella rp flex device was inserted via the right femoral vein in a 61-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. After removal of the 23 fr. Peel-away sheath and advancement of the repositioning sheath, bleeding was noted around the sheath. Two hemostasis sutures were placed around the sheath, manual pressure was held, and a pro-patch was applied. Oozing continued, and the decision was made to place a femstop at low pressure to achieve hemostasis. Two units of blood product were given. The patient remained on support. Bleeding may occur due to access-site complications and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.